Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) leaking blood from the bottom of the tube. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports a microtainer leaking blood from the bottom of the tube. Ref#: (B)(4), lot#: 2140607".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 2022-09-14. H.6. Investigation summary: bd received 33 samples and 6 photos from the customer in support of this complaint. The photos were evaluated and the indicated failure mode for leaking with the incident lot was observed. Additionally, the customer samples along with 50 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage based on the photo evidence however, the issue was not observed in the customer samples or retain testing results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) leaking blood from the bottom of the tube. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports a microtainer leaking blood from the bottom of the tube. Ref#: (B)(4), lot#: 2140607."